Event description:
1/2 of the falcon blade tip broke off during use. Broken piece retrieved and blade confirmed to be entirely accounted for by reassembling piece to the main body. Manufacturer response for falcon precision oscillating tip saw, falcon (per site reporter). Manufacturer not contacted at this time.